Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending artery with moderate tortuosity, heavy calcification, and 90% stenosis, a 2.5x15 nc trek balloon catheter was advanced without resistance for pre-dilatation and inflated; however, the balloon ruptured on the first inflation at 4 atmospheres. The nc trek balloon catheter was withdrawn without resistance and a 2.25x15 nc trek balloon catheter was advanced without resistance for further dilatation and inflated; however, the balloon ruptured on the first inflation at 8 atmospheres. The nc trek balloon catheter was withdrawn without resistance and a non-abbott balloon catheter was used successfully for further dilatation. A 2.5x23 xience v stent was implanted to treat the target lesion. There was no adverse patient effect reported and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5x15 nc trek is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.